Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 23rd may, 2022 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 meera EU with auto drive. As it was stated, during a surgery, the table moved on its own into a left hand tilt-down position, resulting in a change from 3 degrees to approximately 16-18 degrees. At the time of event, the patient was secured with straps. However, unexpected movement of the table caused the patient to start slipping off the table top. The theatre staff stopped the patient from falling. The surgery was continued after the additional safety strap was put on. There was no injury reported, however we decided to report the issue based on potential as similar issue can lead to serious injury in case of event reoccurrence.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables ¿ 720001b2 meera EU with auto drive. It was stated that during a surgery, the table moved on its own into a left hand tilt-down position, resulting in a change from 3 degrees to approximately 16-18 degrees. At the time of event, the anesthetized patient was secured with straps. However, unexpected movement of the table caused the patient to start slipping off the table top. The theatre staff stopped the patient from falling. The surgery was continued after the additional safety strap was put on, resulting in a delay of 15-20 minutes. There was no injury of the patient reported, however, we decided to report the issue as unintended movements leading to significant change in the patient¿s position and a delay of surgery resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. The affected getinge devices have been evaluated by the company¿s service technician. The hand control and batteries of the table were found to be defective due to a wearing process. After replacing the affected parts (720090a0 - cable connected hand control and 2270413 battery 12v), the device was released to usage. The affected device was not under getinge service agreement. In the IFU the user is informed that the maintenance must be performed every 2 years and, as of the 5th year, every year. According to the customer¿s service manual, getinge recommends to replace the batteries after 2 years. The hand control affected in this complaint is maintenance-free accessory and t the device should be checked before every use. The replaced parts were worn what should have been detected during a maintenance or during regular checking the devices before use. With the investigation performed it was concluded that upon the event occurrence, the mobile table was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As malfunctions of the hand control and batteries were found it was considered that the getinge device did not meet its specification. The root cause of the incident occurrence was established as user error caused by insufficient maintenance activities. There were no similar complaints related to this issue. Comparing the number of claimed devices to the number of sold devices worldwide, we established that the failure ratio is very low and the investigated issue is a single and isolated case. We believe that the incident could have been avoided if the customer had followed the user manual and customer service manual, performed proper maintenance and checked the devices before use. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 23rd may, 2022 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 meera EU with auto drive. As it was stated, during a surgery, the table moved on its own into a left hand tilt-down position, resulting in a change from 3 degrees to approximately 16-18 degrees. At the time of event, the patient was secured with straps. However, unexpected movement of the table caused the patient to start slipping off the table top. The theatre staff stopped the patient from falling. The surgery was continued after the additional safety strap was put on. There was no injury reported, however we decided to report the issue based on potential as similar issue can lead to serious injury in case of event reoccurrence. Corrected b5 describe event or problem: on 23rd may, 2022 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 meera EU with auto drive. As it was stated, during surgery, the table moved on its own into a left hand tilt-down position, resulting in a change from 3 degrees to approximately 16-18 degrees. At the time of the event, the anesthetized patient was secured with straps. However, unexpected movement of the table caused the patient to start slipping off the table top. The theatre staff stopped the patient from falling. The surgery was continued after the additional safety strap was put on, resulting in a delay of 15-20 minutes. There was no injury of the patient reported, however, we decided to report the issue based on the potential as unintended movements leading to significant change in the patient¿s or a delay of surgery resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
On 23rd may, 2022 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 meera EU with auto drive. As it was stated, during surgery, the table moved on its own into a left hand tilt-down position, resulting in a change from 3 degrees to approximately 16-18 degrees. At the time of the event, the anesthetized patient was secured with straps. However, unexpected movement of the table caused the patient to start slipping off the table top. The theatre staff stopped the patient from falling. The surgery was continued after the additional safety strap was put on, resulting in a delay of 15-20 minutes. There was no injury of the patient reported, however, we decided to report the issue based on the potential as unintended movements leading to significant change in the patient¿s or a delay of surgery resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.